Event description:
A nurse reported that during quadrant removal on a phaco procedure, the phaco handpiece lost hold of the nucleus and the chamber collapsed. At the same time, the system displayed a message stating that the compressed air should be adjusted despite of their reported pressure being at 90psi, which is within the recommended range. A sharp part of the nucleus was reported to have made contact with the patient's posterior capsule upon collapse, reason for it to have ruptured which lead to the nucleus falling into the posterior segment. The procedure was aborted. Additional information has been requested but none have been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).